Manufacturer narrative:
Section a3a - sex. This section was updated to female. The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a field data review, and a labeling review. Additionally, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 66438be00; however, a review of tracking and trending for the alinity I toxo igg assay (list number 07p45) did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations with lot number 66438be00, and the complaint issue. The overall performance of the alinity I toxo igg reagent lot 66438be00 was reviewed using field data from customers worldwide. The median value for the complaint lot is within the established limits and comparable to the historical reagent lot performance. Additionally, in-house testing of a retained reagent kit of the complaint lot 66439be00, which contains the same bulk reagent as lot 66438be00, was performed. All specifications were met, and no false reactive results were obtained, showing that the lot generates the expected results. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 66438be00.

Event description:
The customer observed falsely elevated alinity I toxo igg result generated on the alinity I processing module for a pregnant patient, which was not consistent with other methods. The follow data were provided: patient 1: toxo igg = 4 iu/ml (generated with reagent lot# 66438be00), enzyme-linked fluorescent assay (elfa) = negative (< 0.01), western blot: negative, with non-specific reactivity. Other results provided: toxo igm = nonreactive toxo avidity = 6%. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive, 1.6 to < 3.0 iu/ml = grayzone, >/= 3.0 iu/ml = reactive. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated alinity I toxo igg result generated on the alinity I processing module for a pregnant patient, which was not consistent with other methods. The follow data were provided: patient 1: toxo igg = 4 iu/ml (generated with reagent lot# 66438be00), enzyme-linked fluorescent assay (elfa) = negative (< 0.01), western blot: negative, with non-specific reactivity. Other results provided: toxo igm = nonreactive, toxo avidity = 6%. Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive, 1.6 to < 3.0 iu/ml = grayzone, >/= 3.0 iu/ml = reactive. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p45-22 that has a similar product distributed in the us, list number 07p45-40/-45, with 510k/PMA/bla number k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section h6 - adverse event problem: type of investigation: code b08 was added. The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a field data review, and a labeling review. Additionally, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 66438be00; however, a review of tracking and trending for the alinity I toxo igg assay (list number 07p45) did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations with lot number 66438be00, and the complaint issue. The overall performance of the alinity I toxo igg reagent lot 66438be00 was reviewed using field data from customers worldwide. The median value for the complaint lot is within the established limits and comparable to the historical reagent lot performance. Additionally, in-house testing of a retained reagent kit of the complaint lot 66439be00, which contains the same bulk reagent as lot 66438be00, was performed. All specifications were met, and no false reactive results were obtained, showing that the lot generates the expected results. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot number 66438be00. Addendum dated 23may2025: sample return was received after the original complaint investigation. The returned sample (sid (B)(6), patient 1) was tested with a retained kit of alinity I toxo igg reagent. To evaluate if the false reactive results were caused by heterophilic or non-specific antibodies present in the sample, the returned specimen was treated with a heterophilic blocking tube (hbt) and a non-specific antibody blocking tube (nabt) from scantibodies. Furthermore, the sample was also tested using recomline toxoplasma igg blot to provide additional information for the customer. All validity criteria were passed. The following results were obtained: alinity I toxo igg untreated: 6.0 iu/ml (reactive) alinity I toxo igg hbt treated: 5.9 iu/ml (reactive) alinity I toxo igg nabt treated: 5.9 iu/ml (reactive) microgen recomline toxoplasma igg blot: borderline (strong gra8 band). Overall, the results of return sample testing do not change the outcome of the initial investigation; no systemic issue or deficiency was identified with the alinity I toxo igg reagent, lot numbers 66438be00.

Event description:
The customer observed falsely elevated alinity I toxo igg result generated on the alinity I processing module for a pregnant patient, which was not consistent with other methods. The follow data were provided: patient 1: toxo igg = 4 iu/ml (generated with reagent lot# 66438be00) enzyme-linked fluorescent assay (elfa) = negative (< 0.01) western blot: negative, with non-specific reactivity. Other results provided: toxo igm = nonreactive toxo avidity = 6% . Per the alinity I toxo igg package insert, interpretation of results section: < 1.6 iu/ml = nonreactive 1.6 to < 3.0 iu/ml = grayzone >/= 3.0 iu/ml = reactive . There was no impact to patient management reported.